Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 452 mg/dl. The customer stated that she had air bubbles for a long time. The customer stated that she receive air bubbles every time she changes the infusion set. The customer stated that she had site related issues. The customer also stated that she had blood at site. The customer declined to troubleshoot. The customer was advised to change the infusion set.